Event description:
It was reported that during implant procedure, the right atrial (ra) lead dislodged. The lead did not produce good signal amplitudes in different atrial positions. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.